Manufacturer narrative:
Investigation summary it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was reported that while using the vizigo sheath, the hemostatic valve was not sealed so blood was dripping out. The device was inspected, and the brim cap and hemostatic valve were found detached. The sideport tube and shaft were observed to be bent. The hemostatic valve and friction ring were detached due to the same brim cap separation, all these components came off together because of the brim cap separation. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. An internal corrective action has been opened to address this issue. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Investigation summary it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was reported that while using the vizigo sheath, the hemostatic valve was not sealed so blood was dripping out. A non-sterile vizigo sheath was returned for analysis. An initial visual inspection suggested that the hemostatic valve was not present in the assembly; however, upon further investigation, it was confirmed that the hemostatic valve was dislodged and was present inside the hub, dried bodily fluids prevented visualization of the valve upon initial visual inspection. In addition, the sideport tube and shaft were observed bent. The user complaint is confirmed as a dislodged valve inside the hub could not prevent bleeding from the proximal end. Inspection of valve shows deformation away from the valve center as well as a tear on the valve leaflet. The tear on the valve leaflet was about 0.023¿. The damage was likely due to an insertion of a dilator at an angle as opposed to inserting the dilator into the center of the valve; however, this cannot be conclusively determined. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. After further review, this event is not related to the internal corrective action. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001038 number, and no internal actions was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was reported that while using the vizigo sheath, the hemostatic valve was not sealed so blood was dripping out. When the sheath was replaced, the issue resolved. No patient consequence was reported. The issue of hemostatic valve separation was assessed as a reportable issue. The biosense webster, inc. Product analysis lab received the device for evaluation on june 24, 2019 and upon visual inspection, it was reported that the brim cap and hemostatic value was detached. The hemostatic value was not replaced before putting on brim cap. The hemostatic valve was not returned with the product. The brim cap was also noted to have a small gap between hub. It was also reported that the side port tube was bent next to hub side stem. The sheath was bent approximately 67.5 cm from the distal end of the sheath. The dilator looks normal. The issue of brim cap detachment is assessed as a reportable issue. The issue of the bent shaft and bend in side port tube is assessed as a not reportable event.